Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for aviva nano system 2. (B)(6).

Event description:
Reporter states customer tested at 6:50 am and obtained a result of 5.0 mmol/l. This result could have been obtained on 1 of 2 aviva nano systems. The customer is not sure which aviva nano system produced this result. Customer's husband came in at 9:00 am and found that the customer was sleeping and tried to wake her up but was unable to do so. Customer was sweating. Customer's husband tried to give her orange juice, however, the juice was dribbling down the side of her mouth and she was not able to take the juice. Customer's husband called the ambulance. When the paramedics arrived they tested customer on their meter and obtained a result of 2.8 mmol/l. A test was run on aviva nano system 1 with a result of 4.7 mmol/l. A test was run on aviva nano system 2 with a result of 3.8 mmol/l. All 3 of these tests were obtained within 10 minutes. The customer was treated with a glucose IV and transported to the hospital where she remains at the time of the call. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.